Event description:
Pt was a (B)(6) female, with right middle cerebral artery (mca) m1 occlusion. Two passes were made with a merci retriever v 2.0 firm retriever for the occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 0 after treatment. A subarachnoid hemorrhage (sah) was confirmed around right mca region post-operatively. Sah had faded away by the following day. Tissue plasminogen activator (t-pa) was not administered to the pt during the case. No medical intervention was performed during the case. Physician believes that the sah was probably caused by damage to the vessel with merci retriever.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.